Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was at home and changed the lvad system over to battery power, and driveline fault alarm was produced. The patient went to the clinic and the alarm occurred again while the lvad system was connected to the power module. A distal end percutaneous lead (driveline) repair was completed. After the repair, no further driveline fault alarms were reported. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log file. Multiple driveline fault alarms were captured in the submitted log file; however, these alarms did not appear to have affected pump function. Based on the manufacturer's complaint history and similar reported events, these alarms could be the result of a compromised wire in the percutaneous lead (lead). However, the root cause of the alarms could not be conclusively determined. X-ray images of the internal and external portions of the lead were examined and no areas of potential shield breakdown was identified. A distal end lead replacement was performed on (B)(6) 2016 and approximately 16 inches of the external portion/distal end of the lead was returned for evaluation. The returned portion of the lead was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers of the lead were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains on going on lvad support with no further alarms reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.